Event description:
It was reported that a foreign object was found in the drainage bag prior to use.

Manufacturer narrative:
The reported event was confirmed as supplier related. Visual inspection noted 2 urine meter bags in open packaging were received. The meter bags and trays were inspected for foreign material. Both meters were found to have brown foreign material on the back side of the meters on the exterior. There also appeared to be foreign material in the corner of the meter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Unsnap hook. 3. Position hanger on bedside rail near the foot of the bed using string or hook. 4. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. 5. To empty bag:. Open - with thumb on top of device and finger under green lever, lift and rotate counterclockwise. Close - with thumb on green lever and finger on lever support bar, rotate lever clockwise. Note: if specimen is required, see directions for using urine sample port. 6. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 7. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed as supplier related. Visual inspection noted 2 urine meter bags in open packaging were received. The meter bags and trays were inspected for foreign material. Both meters were found to have brown foreign material on the back side of the meters on the exterior. There also appeared to be foreign material in the corner of the meter. The root cause for this failure was due to defective/contaminated components from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Unsnap hook. 3. Position hanger on bedside rail near the foot of the bed using string or hook. 4. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. 5. To empty bag:. Open - with thumb on top of device and finger under green lever, lift and rotate counterclockwise. Close - with thumb on green lever and finger on lever support bar, rotate lever clockwise. Note: if specimen is required, see directions for using urine sample port. 6. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 7. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foreign object was found in the drainage bag prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a foreign object was found in the drainage bag prior to use.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Unsnap hook. 3. Position hanger on bedside rail near the foot of the bed using string or hook. 4. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. 5. To empty bag:. Open - with thumb on top of device and finger under green lever, lift and rotate counterclockwise. Close - with thumb on green lever and finger on lever support bar, rotate lever clockwise. Note: if specimen is required, see directions for using urine sample port. 6. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 7. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." The device was not returned.

Event description:
It was reported that a foreign object was found in the drainage bag prior to use.